Event description:
A malfunction occurred on the customer's pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the malfunction code was not resettable. The customer will use manual injections as backup therapy.